Event description:
Boston scientific received information that the patient with this implanted right ventricular (rv) lead passed away after experiencing anoxic encephalopathy that was related to the implant procedure. It was reported that following two separate unsuccessful defibrillation threshold testing (dft) attempts, the patient was successfully externally converted each time to a sinus rhythm. While the locations of the patient's leads were checked the patient experienced a cardiac arrest, exhibiting decreased oxygen saturation, with a faint pulse and barely palpable blood pressure. The patient was intubated and successfully resuscitated. This lead subsequently was repositioned from the apex to the septum, and the right atrial lead, which had fallen from its target location, also was successfully repositioned. The resulting lead measurements were normal. No additional dft testing was conducted, and the patient was admitted to an intensive care unit. Three days later, the patient's spouse elected to designate do not resuscitate (dnr) status and the patient was extubated and later expired.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.